Event description:
It was reported that the patient presented for a routine generator change. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited noise over-sensing which resulted in pacing inhibition and an inappropriate mode switch. The ra lead was capped and replaced on (B)(6) 2025. The patient was stable.